Event description:
A customer contacted baxter's technical service center regarding a homechoice (hc) alarm situation of check patient line that occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) to close/open the transfer set, pull up/down on the lines near the door, loosen the peritoneal dialysis belt and check the lines for kinks/fibrin. The hp stated there was a lot of air in patient line. The tsr advised the hp they would need to end therapy and start over with new supplies. The tsr assisted the hp to end therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.